Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime or compromised forced sensor system and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
Customer reported via phone call that insulin pump had motor error. Customer¿s blood glucose was unknown at the time of incident. The customer stated that the insulin pump was able to rewind. Troubleshooting was performed. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.